Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada device is being filed under a separate medwatch report number.na.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous anterior tibial. The 3.0x120mm (90cm) armada 14 balloon ruptured at 10atm on the first inflation. The device was replaced with a new armada 14 3.0x120mm (150cm). The balloon was inflated to 10 atm then the balloon ruptured on the second inflation at 12atm. No additional ballooning was done. The vessel was treated with a laser. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.